Event description:
It was reported that a patient underwent a sling procedure on an unknown date for the treatment of stress urinary incontinence. The patient experienced pain, dyspareunia, recurrent urinary tract infections, and erosion of her internal bodily tissue. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative - the patient underwent a sling procedure to treat stress incontinence, uterovaginal prolapsed, cystocele, rectocele in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy, uterosacral colpopexy and cystoscopy; due to menorrhagia and dyspareunia.

Manufacturer narrative:
(B)(6) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/27/2017. (B)(4). It was reported that following insertion the patient experienced urinary retention, fecal incontinence, frequent uti¿s, vaginal scarring, cramping, dysuria, stress, anxiety, and depression. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) due to extrusion of vaginal mesh.